Event description:
On (B)(6) 2015, the complainant performed a routine follow-up on this device but encountered difficulty when attempting to open a patient file. Reportedly, the device model was not recognized by the programmer.

Event description:
On (B)(6) 2015, the complainant performed a routine follow-up on this device but encountered difficulty when attempting to open a patient file. Reportedly, the device model was not recognized by the programmer.